Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had emitted a call service alarm while attempting to fill the cartridge. The patient allegedly had an elevated blood glucose level; no numbers were specified and the patient had no reported symptoms. This does not meet animas¿ criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: the black box contained dates from 03/22/2014 to 03/29/2014. The black box and alarm histories for the event on 02/05/2014 have been overwritten due to continuous use. There were no call service alarms observed in the black box or alarm history. The pump powered on properly with no alarms. The pump was exercised for 24 hours and no call service alarms occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.